Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to a patient upgrade to a bi- ventricular device. Upon receipt, initial laboratory analysis determined that this device did not meet electrical testing specifications.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. This device initially did not pass the electrical test to confirm the beeper function. This test uses both the accelerometer and the device electrograms (egms) to calculate the beeper counts. Another test was performed and passed which verified the accelerometer was functioning properly. Additionally, a test to confirm the device egms were functioning as designed was performed and passed. The beeper could be heard on the bench during charging and when a magnet was applied. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. The device case was removed, the battery voltage was 3.055 volts and all power supply voltages were within specifications. Analysis of the beeper drive circuitry confirmed the outputs were as expected. The speaker was removed and met expectations for both the dc resistance and ac impedance. It was revealed during the analysis that the beeper amplitude is directly affected by the device battery voltage, the lower the battery voltage, the lower the beeper drive pulse amplitude. The electrical test to confirm the beeper function is designed for devices with new batteries just leaving the manufacturing floor.